Event description:
Medtronic received information regarding an echelon 10 microcatheter that had resistance. The patient was undergoing an aneurysm embolization procedure via right femoral access. The access vessel diameter was 13.9mm. Vessel tortuosity was normal. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The coil could not be delivered in the microcatheter. After replacing the echelon microcatheter, the coil was able to be delivered successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. The axium device used during the event was not returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found separated from the micro catheter body. The break edge appears jagged and stretched. The distal micro catheter showed no signs of steam shaping. Testing/analysis: the echelon-10 total length (to the proximal marker band) was measured to be ~151.2cm and the useable length (to the proximal marker band) was measured to be ~143.5cm which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed, and after initial resistance, water was found to exit the tip. An in-house axium coil was inserted through the echelon-10 catheter hub, through the catheter body and out the distal end with no resistance encountered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.